Manufacturer narrative:
Additional devices listed in this report: cat 5512-f-302, lot dtkg, description: tri total stabilizer femoral comp #3; cat 5521-b-200, lot bttj, description: tri total knee, universal tibial baseplate, 2; cat 5550-g-298, lot b147, description: tri x3, symmetric patella, s29mm; cat 5565-s-016, lot m6a08n, description: tri cemented stem, 16mm; cat 5541-a-301, lot djpl, description: tri femoral dis augument-left # 3; cat 5544-a-300, lot xrwx, description: tri femoral dis augument, #3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was a knee infection following a revision.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a no 2. Triathlon ts plus tibial insert x3 poly 13mm was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Device history review: review of the device history records indicates devices were manufactured to specification with no reported discrepancies. Complaint history review: there were no other events of infection reported for the given lot number or sterile lot number. Clinician review: not performed as medical records were not provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a knee infection following a revision.